Event description:
The pt had 2 leads (from the same lot) implanted as part of his scs system. The pt's spouse reported, the pt's scs system was implanted within the last year (exact date unk) due to the pt experiencing ineffective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.